Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll area using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated with coolsculpting to the bilateral bra roll area and developed paradoxical hyperplasia (ph) to one of the treated sides. No additional information from the practice or the patient has been provided.